Event description:
The customer reported that the system displayed "command failing" error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Data was retrieved and the hard disk was replaced. The system was tested and found to be working as intended and put back into service.